Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. Reportedly, while performing right ventricular (rv) lead extraction, the left ventricular (lv) lead was fractured and the coil unraveled; hence, the lv lead was abandoned for the time being. Moreover, while pulling out the right atrial (ra) lead, the anesthesiologist noticed an effusion in the right atrium and the patient experienced cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed. Subsequently, an open-heart procedure was done to fix the effusion. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) along with the right ventricular (rv) lead and right atrial (ra), and left ventricular (lv) lead were explanted. There were no adverse patient effects reported. The ra lead will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.